Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found battery was missing, right plunger case was cracked, and non-OEM top case. Error log showed invalid syringe size. Occlusion test was performed, and small size was out of spec. Calibration out of spec and reassembled the size pot correctly. Problem was verified, recalibrated the size pot and assembled it correctly. Device passed all the functional testing.

Event description:
It was reported that the device would not recognize the syringe size. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.